Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist stated that based on their exam and review of the patient's digital scan, the patient is diagnosed with a malocclusion on the right side and spacing on the lower right quadrant. It is recommended the patient cease treatment at this time as the current alignment issue cannot be corrected without the addition of attachments. This step is necessary for the proper progression of the patient's treatment and health.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.